Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express act and esc button dome switch. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the act button was hard to push and was not working properly. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.